Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down; the customer will revert to an alternate form of insulin therapy. The customers blood glucose (bg) level of 417 mg/dl. Customer went to the emergency room to address elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.